Manufacturer narrative:
The reported event of premature release could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, an 8mm amplatzer vascular plug 2 was selected for implant. After placing the device in the descending aorta and beginning to pull back into the pda, the device prematurely released from the delivery cable in the descending aorta. The patient was taken to surgery and the device was removed.

Manufacturer narrative:
An event of ¿the device prematurely released from the delivery cable in the descending aorta¿ was reported. The results of this investigation confirmed the returned 8mm amplatzer vascular plug ii (avp2) met all functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event could not be confirmed, however, abbott is continuing to monitor this issue.

Event description:
On (B)(6) 2018, an 8mm amplatzer vascular plug 2 was selected for implant in a 3kg infant.. Using an approach from the pulmonary side and after placing the device in the descending aorta as the user began pulling back into the pda, the device prematurely released from the delivery cable in the descending aorta. The patient was taken to surgery and the device was removed and the ductus closed. There were no complications from the events.